Event description:
The customer contacted adc via mail reporting getting erratic and higher than feels reading on his freestyle freedom lite meter. The customer had a hypoglycemic event due changing the bolus of his insulin to match the readings (301 mg/dl and 240 mg/dl) on his freestyle freedom lite meter on (B)(6) 2010 at 3:30 am at his home. The customer reportedly lost consciousness and also injured his arm and was bleeding. The customer was taken to urgent care a few hours later, however, no details on the diagnosis and treatment have been provided. The customer's wife reportedly treated his wound on his arm and gave him glucose tablets. The customer then later that same day began to compare his readings on his adc meters to a competitor's meter and all adc meter readings were higher than the competitor's meter. Customer stated that they had multiple adc meters that were inaccurate when compared to themselves and a competitor's meter. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. The results of 301 mg/dl and 240 mg/dl when plotted on parkes-error grid fell into an "a" zone showing the difference in values being clinically insignificant.